Event description:
Related manufacturer reference number: 3006705815-2022-16641. It was reported the patient was not receiving effective therapy due to high impedances. Leads were explanted and replaced.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.